Event description:
The unit has no air pressure during set-up for patient use. The unit was alarming and there was no patient harm reported. The ventilator was returned to the factory for evaluation. The event reported by the customer was duplicated during initial testing by failure analysis. Subsequent testing by failure analysis technician found that the safety valve was stuck in the one position. Safety valve stuck open during use will result in a loss of ventialatory volume to the patient. In the event of a loss of volume, the device will sound a low pressure audible alarm if appropriately set. The investigation found the root cause of the safety valve stuck open was contamination on safety valve plunger shaft.